Event description:
Device malfunction: misplaced stent. Time of malfunction: during the procedure. Symptoms/ae: second stent placed. It was reported that during a right internal carotid artery stenting procedure, during stent deployment, the stent jumped, only partially covering the lesion. A second rx accunet was placed overlapping the first stent and fully covering the lesion. There was no adverse pt sequela reported. One day after the procedure, the pt was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. Eval summary: the stent remains in the pt and the delivery system was not returned; therefore, device investigation could not be performed. Rx acculink instructions for use notes on techniques for accurate stent placement as listed in section 8.8: "ensure that the rhv remains open. Remove any slack from the delivery system and reconfirm the stent position... Caution: prior to stent deployment, remove all slack from the delivery system. While pressing down with the thumb to avoid any forward motion, retract the handle to deploy the stent in the artery." Additionally, appropriate sizing of the stent to the vessel wall is required to reduce the possibility of stent movement. Based on the instructions for use and on clinical and commercial experience, stent malposition is a potential adverse event associated with the use of carotid artery stents. The available info and relevant mfg records do not suggest that the device malfunctioned. A conclusive root cause could not be identified; however, it is possible that circumstances of the case contributed to the inaccurate delivery of the stent. As part of mfg quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.